Manufacturer narrative:
On 27-dec-2023, mentor received additional information about the event. The patient was replaced with mentor memorygel boost breast implant 390cc gel breast prostheses following explant surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rippling on breasts, rotation of breast implants. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent a breast augmentation procedure with mentor memoryshape breast implant 330cc gel breast prostheses developed rippling on both breasts post implantation. The patient lost 15 pounds and noticed rippling on her breasts. Additionally, it was reported that both breast prostheses rotated. As a result, the patient underwent bilateral explantation and replacement with unspecified mentor gel breast prostheses on (B)(6) 2023. This medwatch report is for the patient¿s left breast prosthesis.